Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right atrial (ra) and right ventricular (rv) leads experienced a hematoma after the implant procedure. Local treatment was initially performed, but the patient then developed an infection and the device and leads were explanted one month post-implant. No new system was implanted at this time. No additional adverse patient effects were reported. The explanted products were discarded at the hospital.